Event description:
It was reported the patient presented for implant procedure. During surgery, the leadless pacemaker (lp) moved forward during fixation which required repositioning. As the lp was unfixated, the helix was stretched. The procedure was completed with a different lp. There were no patient consequences.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The reported event of positioning failure was not confirmed while the event of stretched helix was confirmed. The leadless pacemaker was returned for analysis. Visual inspection noted the helix was stretched out of specification. The helix elongation is consistent with having occurred during procedure. Further analysis performed found no anomaly. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.